Event description:
The pt received two model 3186 leads with the same lot number. It was reported the pt no longer feels stimulation is helping with his pain relief. According to the pt, he is unable to walk when he turns up stimulation to address his pack pain. The pt wants the scs system explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.